Event description:
Customer reported fluid/moisture exposure to her insulin pump. Customer's blood glucose was 72 mg/dl. Customer stated the condensation under the lcd screen may have been from perspiration. The customer was advised to disconnect from the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had intermittent button response due to moisture damage on the keypad traces. No number scrolling anomaly was noted on the display. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.